Event description:
It was reported that a minimum fill notification occurred while the customer was attempting to reload the cartridge with 80 units or more of insulin. There was no reported impact to the customer¿s blood glucose level. The customer disconnected the call out of frustration before the problem could be resolved. No additional patient or event information was available.